Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that, while pumping the cadd, someone noticed it was coming out of the bottom of the bag into the plastic cassette and did not pump fully. Per reporter, it appears the bag was not fully sealed, and the cadd was leaking. Reporter added that a particle was identified inside the fluid path during the visual inspection process. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.